Manufacturer narrative:
(B)(4). Batch # t5cr6a. Device analysis: the analysis results showed that one ecr60d cartridge reload was received fully fired. Upon further inspection the reload was found to have damaged on the knife channel as it appears that a staple was drag along the channel causing staple plow on the upper walls. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the endoscopic radical colectomy surgery, could not fire farther after fired a little when severing colonic tissue on the first firing. Changed another cartridge still have the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.